Manufacturer narrative:
Product ID 3387s-40, lot# va0xc5c, implanted: (B)(6) 2015. Product type lead product ID 3387s-40, lot# va0xc5c, implanted: (B)(6) 2015. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The serial number of the explanted device was provided and updated accordingly.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: va0xc5c, implanted: (B)(6) 2015, product type: lead. This event was initially reported under rr # 6000153-2020-00003. All subsequent information received will be reported hereafter under this rr sequence. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an out of range impedance at pre-op testing for a routine implantable neurostimulator (ins) change due to elective replacement indicator (eri). The out of range impedance was at the right gpi lead contact 9 and 11. The left lead was stated to be okay, while the right lead had the issue. No environmental/external/patient factors were known that could have led or contributed to the issue. The clinic was informed, although it was noted they might be aware already, as they are not using contact 9 and 11. The surgeon also noticed the right extension was more coiled. The surgeon uncoiled the right extension in to the ins and double checked insertion points, however the impedances at contact 9 (34k) and 11 (high) were still out of range. The issue was stated to be resolved, as the patient was programmed around these to avoid an issue. Additional information was received on 2020-02-06. In response to clarification being requested on the language "the right extension was more coiled," it was stated "the fellow did not distinguish anything about the right extension as we were not concerned about that one" with its normal impedances. No identified issues with the left extension. The cause of high impedances was not determined.